Manufacturer narrative:
Patient information requested but not provided. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that set was found to be leaking at the pump segment / safety clamp when it was primed with ns. This set never came in contact with a patient. There was no harm to patient.

Manufacturer narrative:
The customer¿s report of leaking at the pump segment was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection and functional testing observed a separation at the engagement between the lower fitment and distal tubing. Closer inspection of the separated tubing under a lab microscope observed insufficient solvent at the end of the tubing. A dimensional analysis was performed and the tubing was measured and found to be within specification. Further testing could not be performed due to the separation and obvious leaking that would occur due to the separation. The root cause of the separation was a manufacturing issue for insufficient solvent being applied at the engagement of the tubing due to equipment and/or operator error.

Event description:
It was reported that the set was found to be leaking at the pump segment / safety clamp when it was primed with ns (normal saline). This set never came in contact with a patient and consequently, there was no harm to the patient.